Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit was not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the rt340 breathing circuit the device will not be returning for investigation. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The hospital reported that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. The expiratory limb was reported to be the source of the leak. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject rt340 breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt340 breathing circuit state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation. Device expected, but not yet returned.